Event description:
It was reported that the right ventricular (rv) lead had loss of capture, low pacing impedance and low r waves. The patient also experienced pocked stimulation when the device was in unipolar mode. A set screw issue was suspected and a chest x-ray was ordered to verify lead placement. The device and rv lead remain in use however the patient is scheduled for a lead and setscrew revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).